Manufacturer narrative:
The hill-rom technician found the right siderail was bent from a broken slide bracket causing the siderail not to close properly. Per the hill-rom service manual the advanta bed requires an effective maintenance program. Preventative maintenance will minimize downtime due to excessive wear. Test the side rail for proper latching. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the right siderail slide bracket to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the siderail was broken (would not latch). The bed was located in the bed shop at the account. There was no patient/user injury reported. (B)(4).